Event description:
A customer reported higher than expected hba1c patient results for two patients on the hlc-723 g8 analyzer. The customer confirmed quality control (qc) and calibration results were within acceptable range. The patient physician questioned the high results and the customer re-ran the patient samples, but results remained higher than expected. No patient treatment was affected. The customer spoke with a tosoh field service engineer (fse), who recommended the customer clean the column and rerun the qc and calibration. The customer performed these tasks with results within acceptable range. The customer then reran 37 patient samples and results were one to two values lower. The customer requested service. A field service engineer (fse) was dispatched to address the reported event, there was no indication of any patient intervention or adverse health consequences due to the reported event.

Manufacturer narrative:
At the customer site, a field service engineer (fse) confirmed the reported issue by reviewing the patient results. The fse inspected the detector and noted the detector reading was high at 160.01mv (acceptable range 0mv-50mv). The fse also inspected the pamp board, tubing and connections. The fse replaced the detector board, pamp board, adjusted vr1 on detector board to acceptable range of 29.99mv, and performed baseline test for conformation of proper functionality. The customer reached back out to the fse at a later date and noted the issue is recurring. The fse went back to the customer site and inspected the check valves. The fse found the check valves were faulty. The fse replaced the pump assembly which includes the check valves and inspected all tubing and connections for leaks with none found. The fse then ran a baseline as a precaution and found the pump was stable at 10.08mpa, and adjusted flow factor to 1.02. The fse validated the analyzer by running precision and quality control (qc) with results within acceptable range. The fse then ran several patient samples without any errors as well as reran the patient samples in question with results within expected range. The hlc-723 g8 analyzer is operating as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number: (B)(6). There were no other similar complaints found during the searched period. The g8 variant analysis operator's manual under chapter 1 states the following: limitations of the procedure total area dilution studies demonstrate that the assay is linear from a total area of 500 to 4000. However, the optimum total area is 700 to 3000. Abnormal red cell survival the life span of red blood cells is shortened in patients with hemolytic anemias, and the actual life span depends upon the severity of the anemia. As a consequence, specimens from such patients may exhibit decreased glycohemoglobin levels compared to patients with normal red cell life span. The life span of red blood cells is lengthened in polycythemia or post-splenectomy patients. Specimens from such patients may exhibit increased glycohemoglobin levels. Hemoglobinopathies the most commonly observed hemoglobin variants are hbs, hbc, hbd and hbe. These variants in their heterozygous state elute after the hba0 peak in their designated windows: hbs (h-v1 peak), hbd (h-v0 peak) and hbc (h-v2 peak). The hbe (p-hv3 peak) appears between sa1c and hba0 peaks. In all these cases, the sa1c% is reportable when these hemoglobin variants are present in the heterozygous state. When either of these hemoglobin variants is identified, the sa1c% is calculated in a proprietary way, depending on the type of hemoglobin variant, based on the area of sa1c, the area of identified hemoglobin variant and other peaks. When a p-hv3 peak is detected, a flag 43 is also reported. Glycemic monitoring for any patients displaying any homozygous hemoglobin (other than hbaa) such as hbss, hbcc or the double heterozygous sc, cannot be performed using sa1c because there is no hemoglobin a present. Alternative testing is mandatory for these types of patients. The most probable cause was due to faulty check valves, cause traced to component failure.

Manufacturer narrative:
The detector board, pamp board and pump assembly which includes the check valves were returned to the instrument service center (isc) for further inspection. Note that while the detector board and pamp board did not initially resolve the reported issue and were not identified as the root cause of the reported issue, the field service engineer (fse) returned the parts for additional evaluation. Isc performed visual testing on all returned parts and found no visual defects or damages. Isc then performed functional testing which included voltage and reagent noise test on the detector board, patient sample testing on the pamp board, and pressure testing on the pump assembly with no findings. In conclusion, isc could not confirm the reported issue indicating cause not established.